Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer stated they received insulin from delivery service. The customer stated they noticed lots of air bubbles in vial. The customer stated they then attempted to fill the reservoir but were unable to fill without a bunch of bubbles entering the tubing. The reservoir will not be returned for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.